Manufacturer narrative:
The in-house file reaction discs met acceptance criteria when tested with in-house panels. Without the returned kit/sample it cannot be determined if the complaint is kit/sample related. The complaint is not confirmed. Evaluation complete-final report.

Event description:
On 12/20/96, the account obtained a negative result with the hcg kit and the dr stated the pt was 1 1/2-2 months pregnant by pelvic exam. No quantitative serum testing was done. No returned or further info avialable at this time.